Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to duplicate the reported issue. Physio downloaded the electronic device records and verified that an inappropriate loss of power occurred. After proper device operation was observed through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be conclusively determined.

Event description:
The customer contacted physio-control to report that they were unable to power on their device. No further information about the event was available. There was no patient use associated with the reported event.

Manufacturer narrative:
Device identifier (di) number ¿ (B)(4).

Event description:
The customer contacted physio-control to report that they were unable to power on their device. No further information about the event was available. There was no patient use associated with the reported event.